Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had currents within specification and no blank display was noted. The display board was okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display and would not turn on. The customer's blood glucose level was 125 mg/dl. Standard troubleshooting was performed. The customer had received a replacement battery cap already. The product has been returned. Nothing further was reported.